Manufacturer narrative:
Correction: this MDR was over-reported. This complaint was made for an empty package, which is not a reportable malfunction. The sharp protrusion on the syringehas already been reported and was captured on MFR report # 1213809-2018-00827.

Event description:
It was reported that a bd¿ syringe ll w/blunt plastic can had a sharp plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe ll w/blunt plastic can had a sharp plunger.

Manufacturer narrative:
In section h.10 of the previously submitted MDR, sections d.1 was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date.

Event description:
It was reported that a bd¿ syringe ll w/blunt plastic cann had a sharp plunger.